Event description:
An 8mm diameter x 20 mm length bridge assurant biliary stent was inserted into a patient for treatment of a subclavian artery stenosis. The patient's arteries were reported to be not calcified. Vessel tortuosity is unknown. It was reported that one bridge assurant stent was successfully placed. After the second stent delivery system emerged from the 7 french arrow sheath, it appeared by fluoroscopy that the stent was no longer on the balloon. The stent delivery system was removed, but the stent remained on the 8 french hockey stick catheter. The physician attempted to remove the stent; however, it went down to the iliac artery, and the patient was emergently sent to the operating room for surgical removal of the stent. No clinical sequelae were reported, and the patient is reported to be fine.